Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. As received, the electrode belt failed incoming functionality testing, specifically the ECG fall off test. Upon investigation, the op-amp u730 on the distribution node pca was open. The cause of the failure was isolated to the shorted component. The root cause of the open op-amp was unable to be positively determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ecgs were non-functional.